Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)